Event description:
The manufacturer received information alleging a check ac power supply and detachable battery disconnected alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was unable to be confirmed. There was a lot of dust adhered to the detachable battery and it is assumed that is the cause of the failure alarm. The dust was removed by cleaning the device. An error e-96 was recorded along with a life related smell confirmed. The main pca, blower, outlet flow path and right-side assembly were all replaced to resolve the issue. Confirmed the software version is 3.6.2